Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device locked up at boot up, and there were errors on the hard drive. The power cord bay door was also broken.

Event description:
It was reported the programmer powers up to the medtronic screen, then freezes. No patient involvement or complications were reported as a result of this event.